Manufacturer narrative:
Per event description the reference frame was bumped. This could cause the frame to patient relationship to change, which may have invalidated the registration. Instructions for use warn that if the (reference frame) post or clamp moves in relation to the anatomy, navigational inaccuracy may result. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, during a l4-l5 spinal fusion procedure the surgeon alleged the navigation system was inaccurate. A site representative stated that they performed the first spin and placed the first screw. After that, the site representative believed that the surgeon had struck the frame so hard that it popped off 2-3 of the optical spheres. The surgeon performed three more screw placements and found that with the post spin, these three screws were inaccurate. The site representative believed that the inaccuracy was an approximate 3 millimeters displacement superiorly. One of the screws that was supposed to be in the l4 pedicle ended up in the l4-l3 disc space (according to the rt). The site switched navigation systems and performed another spin and had no further accuracy issues. The surgeon chose to increase the spinal fusion procedure to include l3. The site did not report any additional impact to the outcome of the patient.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read 116.3 kg a medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout with no inaccuracy observed. The system performed as intended and the reported event could not be duplicated by medtronic personnel.